Event description:
On (B)(6) 2012, the reporter contacted lifescan USA, alleging the subject meter read inaccurately. It was noted that the reporter disconnected the call after providing demographic information. No information regarding the alleged inaccurate readings were provided. This complaint is being reported because the alleged inaccuracy issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.